Manufacturer narrative:
A supplemental report is being submitted for additional event information. Additional products: d1: heartware ventricular assist system; product, including 1.0 or 2.0 for controller> d4: model #: 1650 / catalog #: 1650 / expiration date: 31-aug-2024 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 09-aug-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the controller loss of power was due to a fully charged battery that was not supplying power when the other power source was changed.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional products: serial# (B)(6), h3: yes. Serial# (B)(6), h3: yes, h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) (B)(6), one (1) controller (B)(6) and one (1) battery (B)(6) were not returned for ev aluation. A review of (B)(6) manufacturing documentation confirmed that the associated battery met all requirements for release. A review of the manufacturing documentation for the remaining devices was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Review of the log files and motor start report revealed a motor start event recorded on (B)(6) 2026 at 07:47:26, in which the motor start parameters were atypical. Additionally, log file analysis revealed consistent increases in power consumption and estimated flows throughout the analyzed period; however, no high watt alarms were logged. The high power is an additional finding unrelated to the reported events. Log file analysis associated with (B)(6) revealed two (2) controller fault alarms were recorded on (B)(6) 2026 at 08:20:44 and at 20:01:23, indicating an issue with the internal battery. In addition, log files revealed that the controller had been in use for more than two (2) years. Review of the controller log files revealed a controller power up event, with associated motor start event, logged on (B)(6) 2026 at 07:47:21, indicating a loss of power to controller. The data point recorded prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 24% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 91% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). No ano malies were recorded leading up to the loss of power. The controller was without power for nine (9) seconds. Log file analysis revealed no anomalies involving (B)(6) within the analyzed period. As a result, the reported atypical motor start parameters, controller fault alarm, and loss of power event were confirmed. The reported inability of (B)(6) to provide power could not be confirmed due to insufficient evidence. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the reported controller fault alarm event may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. The most likely root cause of the loss of power event can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Applicable risk documentation and experience with events of similar circumstances were considered; possible root causes of the reported battery not providing power event can be attributed, but not limited, to an internal battery communication error, a faulty integrated circuit, an improper weld, and/or a soldering defect. Based on the available information, the device may have caused or contributed to the observed high power finding. Based on the risk documentation, possible root causes of the high power finding may be attributed to multiple factors, including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system, controller. D4: model #: 1420 / catalog #: 1420. Expiration date: november 30, 2020. Serial #: (B)(6). D9: no. H3: no. H4: mfg date: novomber 19, 2019. H5: no. H6: the codes present in section h6 correspond to components / products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a review of log file data revealed the ventricular assist device (vad) exhibited a motor start event with parameters outside of the typical range. Additionally, the controller exhibited a controller fault alarm due to the internal battery end of life, and an unexpected power loss. The vad and controller remain in use. No patient complications have been reported as a result of this event.